Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation/pulmonary vein isolation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was properly prepared and flushed. Before inserting the sheath into the patient, a small piece of the dilator (distal tip) was noted that was visible projecting from the dilator surface. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned. It was further reported the damage was noted after insertion into the sheath but prior to attempting to insert into the femoral vein. There was no attempt to reshape the dilator prior to insertion into the sheath.

Event description:
It was reported that during the pulse field ablation/pulmonary vein isolation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was properly prepared and flushed. Before inserting the sheath into the patient, a small piece of the dilator (distal tip) was noted that was visible projecting from the dilator surface. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned. It was further reported the damage was noted after insertion into the sheath but prior to attempting to insert into the femoral vein. There was no attempt to reshape the dilator prior to insertion into the sheath.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported dilator damage was confirmed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Analysis of the returned dilator confirmed damage to the side of the dilator. Based on the complaint summary, the defective condition of the dilator was noticed after insertion into the sheath, indicating it likely occurred during the insertion and failed to withstand proper interface with the faradrive sheath. Risk assessment: a risk review performed for the faradrive device confirmed that the event of dilator damage is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the available information, boston scientifics investigation determined the observed damage at the distal tip contributed to the difficulty in inserting the sheath during the procedure.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulse field ablation/pulmonary vein isolation procedure to treat persistent atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that sheath was properly prepared and flushed. Before inserting the sheath into the patient, a small piece of the dilator (distal tip) was noted that was visible projecting from the dilator surface. The procedure was completed successfully by using another faradrive. No patient complications have been reported. The product is expected to be returned.